Manufacturer narrative:
A medtronic representative was at the site to test the equipment. Testing revealed that all instruments, both emitters, and the breakout box worked on another navigation system without issue. Reseating connections to the original em controller did not resolve the issue. The em controller was replaced and the system then functioned as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system¿s breakout box faulted when the application was launched. A medtronic representative (rep) moved all the same instruments, breakout box, and the flat and side emitter to another navigation system, and no fault error was shown on this navigation system. All possible emitter and instrument combinations were tried on the second navigation system, and the rep still could not replicate the issue. On the original navigation system, the em controller showed to be connected in the self-test. The rep verified all connections and verified that the em controller was getting power. The usb ports of the em controller were also swapped. However, none of this troubleshooting provided a resolution with the original navigation system. It was noted that this issue occurred on a demo system. There was no patient present when this issue was observed.

Manufacturer narrative:
The em controller was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported problem was confirmed. The controller wouldn't initialize the em instrument interface preventing the instruments from being read from any of the ports. When the controller was connected to a test computer to determine the fault, the localizer status showed a fault on both em and bob. It was determined that there was an electrical failure with the returned em controller. If information is provided in the future, a supplemental report will be issued.